Manufacturer narrative:
The failed sample has been returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
Catheter had been in dwell for 10 days infusing tpn and heparin, and was found to be leaking. No reported harm to patient.

Manufacturer narrative:
The failed sample has been returned to vygon was evaluated as part of the complaint investigation. The results of this investigation are as follows: vygon received one sample for examination. Two 3ml-syringes were still connected (similar to bd posiflush). When trying to flush the catheter using the green lumen it was not possible due to severe occlusions. The orange lumen was patent showing a leakage just at the junction of catheter tube and wing. Microscopic examination showed a small tear inside the catheter tube. This is a typical defect which is related to tensile traction under influence of the use of alcohol-based disinfectants. Based on the product incident report form, the user confirmed using alcohol and chloraprep as a disinfectant. It should be noted that the product IFU states the following: ·"be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." ·"avoid any contact of the catheter tubing to alcohol containing disinfectants." ·"never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." Since no batch number was provided, it was not possible to review the batch history records. Each catheter is flow and leak tested during production and the tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. There are 14 other complaints for code 4g07125223 regarding leaking catheters within the last 3 years. As the catheter worked well for 10 days, we do not believe this was manufacturing fault. No further corrective action will be initiated by quality management at this time as there are no indications of a manufacturing root cause. However, vygon will continue to monitor this issue.

Event description:
Catheter had been in dwell for 10 days infusing tpn and heparin, and was found to be leaking. No reported harm to patient.